Event description:
While attaching the mayfield skull pins on the patient, the mayfield slipped and caused a 1-1 1/2 inch laceration on the patient's head. This required the patient needing a couple of stitches to close the wound on the scalp. Additional information from the operative report: head secured with mayfield 3-point skull fixation. Prior to positioning prone, baseline ssep and mep readings obtained without deterioration after prone positioning. After obtaining arterial pressure monitoring access, patient transferred prone in gel filled chest rolls. Mayfield secured to the or table. Gentle caudal tape shoulder retraction applied. The patient's head noted to translate forward somewhat and attempted additional extension. The mayfield head holder appeared to lose pressure reducing from 60 pounds to 20 pounds and laceration at the left posterior pin site noted. Mayfield head holder removed and a separate head holder applied and secured.======================manufacturer response for surgical equipment/device, mayfield skull clamp (per site reporter).======================from MFR service report: unit cleared per protocol 1907. Unit received repair cannot duplicate problem the unit losing pressure; when unit is properly positioned and put under pressure unit performs properly; the lock having both rotational and lateral movement. Upon disassembly repair noted the lock will need new components added to replace worn internal parts; unit needs to be machined to have heli-coils added to large starburst threads; the set screw in the swivel base was tight; general maintenance and cleaning required.